Manufacturer narrative:
The insulin pump received with no act button response due to corroded keypad trace. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked belt clip slot.

Event description:
Customer reported that the insulin pump's act button was not responding. Blood glucose level was 239.4 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).